Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg displayed error message that indicated generator unavailable with external devices. Troubleshooting was tried to no avail. Surgical intervention may occur later to address the issue.

Event description:
Additional information received from follow up identified the communication issue resolved on its own.